Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g). Investigation ¿ evaluation: as reported, the basket of the ncompass nitinol tipless stone extractor was found to be "broken" prior to an unspecified procedure. There was no harm to the patient. The procedure was completed with another same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. The returned device was found to have a basket that was not functional due to sheath damage. The yellow support sheath and basket sheath were both separated near the handle. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for the reported lot records a non-conformance for basket/grasper will not open/close that is possibly related to the reported failure, in which two devices were scrapped. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint device passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A lot history search found one other similar complaint had been reported for this lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of the ncompass nitinol tipless stone extractor was found to be "broken" prior to an unspecified procedure. There was no harm to the patient. The procedure was completed with another same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.